Event description:
Pt revised to address pain, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the known prod and lot code since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after the reported length of implantation. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.